Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the electrode belt would not properly latch with a monitor. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector would not latch properly, preventing a secure connection with the monitor. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged electrode belt connector. The lat pt to use this belt did not report any deficiencies.